Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant procedure, the right ventricle (rv) lead perforated the myocardium. The rv lead was implanted successfully. The patient was in stable condition.